Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Visual inspection was performed and cracked sensor neck was observed. Sim vivo testing and poise voltage testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. In addition, the passing of the sim vivo test during the investigation indicates that the cracked. Sensor neck that is present did not impact the sensor¿s ability to generate an accurate glucose reading. Sensor state 5 is an indication of normal sensor termination, therefore the cracked sensor neck observed during investigation occurred post-wear. This issue is therefore not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the adc device, and was therefore unable to obtain readings at this time. The customer developed symptom of weakness, and required treatment of juice by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the adc device, and was therefore unable to obtain readings at this time. The customer developed symptom of weakness, and required treatment of juice by spouse. There was no report of death or permanent injury associated with this event.